Manufacturer narrative:
Date received by MFR: 25dec2019. Date of this report: (B)(6) 2019. The international service technician duplicated the reported issue and found that the rubber boots and vibration proof ring were vibrating. The rubber boots and vibration proof ring were adjusted to resolve the issue. The technician also noticed that the unit's green light emitting diode (led) indicator had an illumination failure; therefore, the technician replaced the power switch overlay. The device was being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 05ec2019. Date of report: 05dec2019. The determination could not be made that the device failed to meet the specifications. Philips was not authorized to conduct the repair at this time. No product was returned for evaluation so no root cause could be determined. The reported symptom code will be utilized for trending purposes. No relationship could be investigated since no product was returned for evaluation. The complaint will be reopened if a sample is evaluated or if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Manufacturer date: 06 november 2019. Date of report: 12 november 2019. The manufacturer's international service technician performed troubleshooting and was unable to confirm the reported issue. There was no occurrence of an error recorded in the device log and no abnormalities noticed upon a visual inspection inside the unit. The international service technician did find that resonance occurred and therefore recommended that the dampening ring be reassembled.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
It was reported that the unit emitted an unknown noise during exhalation. The device was in use at the time of the event; however, there was no patient harm.